Event description:
It was reported that the patient experienced syncope. Intermittent capture was noted on the right ventricular lead. A chest x-ray revealed lead dislodgement. The lead was repositioned successfully on (B)(6) 2014. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.